Event description:
It was reported that the caller had no information beyond the ins (stimulator) 'not working'. Compatibility guidelines were requested for MRI. The area to be scanned was the head/brain. The caller was told by patient that the ins 'doesn't work'. Beyond that caller had no details as to what that means, when it occurred, etc. (Etcetera) additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v673560, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient was in the process of having the ins removed as it was "not working for the patient."